Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height legacy drawer 5.1 would not open completely. A field service engineer (fse) removed the drawer, and bumper slides were found missing or faulty and were replaced. Customer check was performed on main half-height legacy drawer 5.2, and it opened and closed smoothly and was working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer unable to shut down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.